Event description:
Customer reported secondary infusion of ancef 50 ml was programmed to run at 100 ml/hr to be delivered in 30 min and infused in 15 minutes. No pt harm reported. Investigation is on-going. Follow up report will be filed when investigation is complete.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.